Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. No patient consequences and patient would continue to be monitored.